Event description:
Client reported "ir removed a port-a-cath. Attempted to snare. Was able to remove catheter to the introducer sheath. At which point the ir exerted too much force. Resulting in the multi-snare: un-raveling and detaching or snare was sheared off (initial bis report was incomplete). On (B)(6) 2011, sales representative shall be going to the facility to obtain further information and collect sample. Patient is currently in surgery to retrieve remaining pieces. Update (B)(6) 2011: incident description: loop portion of snare sheared off during withdrawal of port catheter through sheath. Loop was retrieved in surgery and patient is fine.

Manufacturer narrative:
There was no sample returned to pfm for investigation. The DHR for ln: (B)(4) was reviewed and indicated the inspections were complete and in order. This type of failure mode is identified and covered in the risk analysis of the device. No similar complaints of this nature have been recorded since (B)(4) 2008. A review of the design history file was conducted. The specification for the tensile strength for the multi-snare is 15 n (3 lbs). However, the multi-snare demonstrated an average tensile strength of 40.09 n (9 lbs). Therefore, based on our investigation along with the information provided by the complainant, it can be reasonably assumed that the force exerted on the product exceeded the tensile strength of the multi-snare, resulting in a sheared multi-snare. Since the non-conforming sample was not provided, pfm is unable to confirm the nature of this complaint. Pfm is led to believe that the product was exposed to a tensile strength which exceeded the established specification. Therefore, it has been determined that the failure mode in question is related to a user error during the use of the device. No corrective action will be opened. Pfm will continue to monitor for additional occurrences of this type of incident.